Event description:
The customer's spouse reported via phone call being hospitalized due to high blood glucose levels. The customer's blood glucose was over 600 mg/dl, as indicated by the high reading on the glucose meter. The caller stated that the customer had changed the site the two nights prior to the call. He noted that the insertion site may have gone bad. She stated that her absorption rate on her left side was not as good as the right and needed to change the site. Her blood glucose had begun running high the night prior to the call. Despite taking a bolus and drinking water, her blood glucose was not improving, leading up to the hospitalization. The customer advised that she did not believe that the event had been caused by any insulin pump malfunction. She stated that she believed that her body was doing something weird. She declined to troubleshoot and stated that she did not feel very well at the time of the call. She was advised that the infusion set and reservoir would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.